Manufacturer narrative:
This complaint is confirmed and should be recorded as user related. A split in the intermediate tubing has been identified just distal to the intermediate tubing. The slit found on the tubing contains characteristics associated with burst trauma secondary to over-pressurization. It appears infusion pressures have exceeded the burst strength of the catheter tubing. This may be a user maintenance issue. The catheter is occluded with a coagulated residual material distal to the leak site. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
Drug leakage. The indwelling time was 32 days. The patient reported pain during infusion of heparinized saline. The swelling was observed near the access site. X-ray observation showed the catheter breakage (leakage of the contrast agent).